Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced an elevated blood glucose (bg) level over 600 mg/dl. Cause of bg level was not known. Customer administered a bolus via the pump and a manual injection to address the issue and went to the emergency room. Customer was subsequently admitted to the hospital and treated with intravenous fluids of saline and insulin, resolving the issue with no permanent damage. Customer declined troubleshooting with tandem technical support and declined to provide further information.